Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the cook children¿s recently implemented interoperability on 3/10/2026. Since go live, their team reported nurses are reporting increased syringe patient pressure alarms. When asked for additional details, they stated this is being primarily reported in their oncology unit (where the configuration for syringe pressure was recently changed from high to medium), but also in ICU and other areas as well. They stated it is primarily reported with their flush syringes. There was patient involvement but no harm. Additional information received 09apr2026: on 08apr2026 at approximately 0930 cytarabine (bd 10 ml luer-lok tip ref: (B)(4), lot: 6050625) was to infuse at a rate of 14.8ml/hr. The pump was programmed to administer 3 ml of normal saline (ns) flush after using ¿restore¿ function and changing volume to be infused (vtbi) to 3 ml. Pump errored with "occluded" when there was 2.47 ml remaining of flush volume (approx. 2 minutes infused). Normal saline (bd 10 ml prefilled ns syringe: (B)(4), exp 10/31/2028, lot: 5301341) flush afterwards (when error happened). Access point and setup; power port (mediport) connected via standard needle/cap to spiros closed male luer, connected to smallbore extension set w/ chemo clave, connected to another spiros closed male luer, connected to cytarabine initially (no issue) and then 10 ml bd normal saline flush without final spiros cap (occluded error).